Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a power error detected alarm. The customer was able to clear the alarm and rewind. The customer also reported the insulin pump had a time anomaly. It gained 26 minutes in 4 days. The customer had called before regarding the alarm and stated that the power error detected recurred within a week of troubleshooting blood glucose value was 300 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to non-sleep anomaly software error. Programmed pump with the current time and date and monitored for one day. No unexpected time gain/loss noted during monitoring period. The time and date function is performing properly.